Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 530 mg/dl at the time of the incident. The customer treated with pump reported that he changed the set but used the same reservoir and it was more than 3 days customer will not return device for analysis.